Manufacturer narrative:
Manufacturer Narrative: Cataract, Secondary Surgical Intervention to Remove/Replace/Reposition the lens is identified in the labeling as a known potential adverse event following ICL implantation.(b)(4).

Event description:
An article titled "Evaluation of the anterior hyaloid using intraoperative optical coherence tomography: A key strategy in complex cataract surgery" indicated a patient with a history of intravitreal injections experienced late lens opacity, cataract surgery and lens explantation.